Manufacturer narrative:
The insulin pump failed displacement test and alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked belt clip slot.

Event description:
The customer reported via phone call that they had an MRI done wearing the insulin pump and then it alarmed motor error. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 14.2 mmol/l. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.